Manufacturer narrative:
Siemens healthcare diagnostics inc.'s (siemens) investigation determined that the cause of the customer stabbing the end of their finger with the manual closed tube needle on the advia 2120 without autosampler instrument is user error. The customer accidentally activated the manual closed tube sampler mechanism while showing a siemens field service engineer an issue on the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer stabbed the end of their finger with the manual closed tube needle on the advia 2120 without autosampler instrument after activating the mechanism while showing a siemens healthcare diagnostics inc. Field service engineer (fse) an issue with the instrument. The customer bled the injury and went to their local occupational health department, where blood was taken and the customer received a hepatitis b booster vaccine. There are no known reports of adverse health consequences due to the needlestick injury obtained on the advia 2120 without autosampler instrument.